Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open rash underneath one of the lifevest therapy electrodes. The patient's physician prescribed nystatin powder for the irritation. During a follow-up the patient's nurse reported that the rash had improved.